Event description:
It was reported to boston scientific corporation that a advantage fit was implanted into the patient on (B)(6) 2014. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: back pain; vaginal pain; pelvic pain; groin pain; perin pain; anal pain; rect pain; thi pain; pain inter; inab inter; off vag dis; diff bowel; rec incont; nonsurgical treatments: on (B)(6) 2021 the patient commenced pain medication: panadol (as required) for the treatment of: period-like pain. Treatment duration: less than 12 months. On (B)(6) 2014 the patient commenced other medication (please specify): wheat packs (as required) for the treatment of: back pain. Treatment duration: 5+ yrs. On (B)(6) 2021 the patient commenced topical treatment (including oestrogen cream): oestrogen cream for the treatment of: pain and thickening tissue. Treatment duration: less than 12 months. On (B)(6) 2020 the patient commenced other medication (please specify): antibiotics (as required) for the treatment of: recurrent infections. Treatment duration: 12 + months.

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.